Event description:
Revision of viper 2 unilateral, cfx screw and confidence cement, l3-iliac crest. Dr (B)(6) was inserting a 10x80mm cfx screw using his custom made screwdriver ((B)(4)). Screws of this diameter and length are not standard. This screw was being placed across the sacral-iliac joint so therefore, needed to be longer than a standard pedicle screw. As it was a revision case the screw diameter needed to be greater than the screw that was removed (7.5 x 100mm). The screw was being inserted and everything was fine whilst the dual lead was going into the bone. The torsion increased when the quad lead portion of the screw was reached. Dr (B)(6) was advised that he needed to insert the screw much more slowly because of the additional torsion. There was a click and the screw driver tip (the t20) had broken, the screw wasn¿t able to be inserted any further. Half of the t20 interface had sheared off and remained in the cannulation of the screw that is in the patient. Attempts were made to retrieve it without success. Dr (B)(6) made the decision to leave the small fragment inside the screw. The remaining screws were placed without difficulty. He attempted to inject cement through the cfx mis cannula without using the cfx mis extension, had been able to pass the cannula around the side of the broken screwdriver tip. This caused the cfx mis cannula tip to snap. The cannula fragment was retrieved. The rest of the procedure was completed: rod was placed & the set screws, construct was final tightened.

Manufacturer narrative:
Additional narrative: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was not returned for evaluation. A review of the device history record could not be conducted as the lot number is unknown. A trend analysis was conducted. No emerging trends were found requiring further actions. Without the returned of the device we are unable to confirm the reported issue or identify the root cause. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. Should more information and/or the sample be provided at a later time, this complaint will be reopened and device evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned.